Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's observation. The sampling line tube had been fractured at the joint with the blood outlet port on the oxygenator module. There was no other anomalies on the remainder of the device. Magnifying and electron microscopic inspections of the fracture cross-section of the tube revealed that some segments were in the smooth state and other segments in the rough state. On the smooth segments the generation of some streaks that implied that the fracture had developed in the direction of the streaks, starting at some point. There was not any embedded foreign particle or entrainment of air bubbles which would have contributed to the generation of the fracture. Simulation testing was conducted. The state of the fracture on the actual sample is experientially known to be consistent with the state when the tube has been damaged as a result of exposition to a shock force under a cold temperature. The sampling line tube of a current product sample was exposed to a shock force at the joint of the tube and the port after it having been left under a low temperature of 4°c for 12 hours. The sampling line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section found that the state of the surface very similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the actual sample did not have any inherent deficiencies which could have contributed to the fracture of the sampling line tube. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample was subjected to a shock force which exceeded the product' s strength limit in the state of being cooled by having been left under a low temperature during transportation, resulting in the reported breakage of the tube. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the capiox device during priming. The following information was provided by the user facility: a leak was noted from a disconnected piece of tubing during priming; the oxygenator was disconnected from the reservoir and swapped out to a different oxygenator with the same lot; the case was continued and the procedure was completed successfully with no delay; and there was no patient involvement.